Event description:
This device was interrogated in the sales branch office and was found in standby mode. The device was not used.

Manufacturer narrative:
Jan 14, 2010. This event concerns a device that was manufactured and used outside the united states. (B)(4): devices were found in standby mode. Method: the programmer files were reviewed since the devices were not returned. Results: other: the files showed that some parameter values were overwritten through a telemetry process with unexpected data. Conclusions: other: the re-initialization can be done with the standard programmer, which was reportedly done, and can be released back for distribution. The exp files were analyzed and their analysis showed that some parameters values were overwritten (through a telemetry process) with unexpected data, such as basic rate and avd at rest equal to 0, which induced a switch to standby mode; this phenomenon more likely resulted from an inappropriate procedure upon interrogation of these pacemakers: please remember that the devices should be far from any other one during incoming inspection and any interrogation, as mentioned in the labeling. The re-initialization of these pacemakers can be done with the standard programmer (one by one and far from any other one) and the pacemakers can then be released for distribution.